Manufacturer narrative:
Sections with additional information as of 13-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Aunt is calling on behalf of the customer. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result range is 140 mg/dl. At the time of the call, aunt stated that customer was having symptoms of increased urination and dry mouth. During the call, a blood test was performed by the customer and produced test result of hi. Aunt stated that she would take customer to urgent care. The product is not stored according to specification and is stored in the kitchen (blood test on call was performed prior to disclosure of storage location). Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.